Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. It was reported that the customer went swimming and insulin pump alarmed then had blank display and has been unresponsive. It was reported that the customer tried changing battery but insulin pump still unresponsive. It was reported that fluid was not visible in the insulin pump. It was reported that the customer had reverted to manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged at electronic and motor assembly. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked battery tube threads and serial number label fading.